Event description:
It was reported that the user observed slow charging of the ilet, noting an increase from 35% to 42% over approximately 30 minutes while intermittently removing the device from the charging pad; troubleshooting and education were provided to keep the device on the pad continuously and monitor progression. Symptoms included no reported adverse clinical effects, and blood glucose was unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer communication and technical troubleshooting with user education regarding correct charging practices. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, with performance limited by intermittent charging interruption consistent with user technique. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
Initial.